Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was inoperable due to ippc hard disk failure. Review of the system log file showed that there was a malfunction with frontal ip-pc. Fse replaced the ippc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment was inoperable. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.